Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. They had 3 sensors that suspended insulin delivery due to low sensor glucose. The customer¿s sensor glucose value during the incident was below 40 mg/dl while their blood glucose was 128 mg/dl. Troubleshooting was performed. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened/used guardian sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Also, found sensor cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.